Event description:
The lcs was used in a laparoscopic nissen fundoplication. The lcs was used on short gastrics. The case was completed successfully. The surgeon stated the pt had to return to surgery the same evening because one of the short gastrics was bleeding.